Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was kidney failure, heart failure, and an insulin coma. The caller stated that the customer had other illnesses including the above as well as breathing issues that may have led to the customer's passing. The customer¿s blood glucose was 31 mg/dl shortly before the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 24 hours prior to passing, as the customer was having a low incident. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis but agreed to a pump upload at a later date.